Event description:
It was reported that guidewire fracture occurred. A 182cm choice guidewire was selected and was advanced to the lesion. The device was flushed with heparinized saline. During inserting an unspecified ivus catheter over the guide wire, it was noted that the guide wire kinked and snapped off at the distal end approximately 10 inches. The procedure was completed with 0.014¿x182cm choice guidewire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Initial reporter sent to FDA corrected from ni to yes. Device evaluated by MFR: the unit returned has the wire kinked and broken, as part of overall visual revision. The visual inspection was performed and the device returned fractured in two sections; the proximal section has a kink at 4cm approx. From the proximal end. All the external outer diameter measurements were taken and all of them met specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: both samples presented reverse bending fatigue as mode of wire failure, both in the core and outer wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).